Event description:
It was reported to philips that the shock was not delivered. This was further clarified by a philips fse as the customer felt that the device was not delivering energy as per specification. There was no patient involvement.